Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:03 was confirmed during product evaluation in the pump's event history. This condition was caused by a faulty pump head module. The pumphead module was replaced to correct this condition. The pump head module was replaced to correct this condition. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem.? The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an error code 810:03. The condition occurred before use. Upon reviewing the pump's event history, baxter quality engineering discovered that this condition interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump utilizing user interface module software version 6.13.92.